Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the lens did not correct any astigmatism. In a follow-up, the surgeon reports that the lens rotated from 99 to 75. After the lens was rotated back into place, the patient's ucva improved to 20/30, and the patient is doing "fine".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 03/14/2008, 03/17/2008 and 03/28/2008 by phone, fax and mail. A completed questionnaire was received.